Event description:
Discordant anti-thryoglobulin antibodies (atg) results were obtained with 4 patient samples on an immulite 2000 xpi analyzer. The laboratory also tested the samples on their advia centaur instrument and obtained different results. The customer considers the immulite 2000 xpi atg results to be discordant with the advia centaur atg results. The discordant results were not reported. The advia centaur atg results were reported to the physician. There were no known reports of patient treatment being altered, delayed, or withheld due to the discordant atg results. There were no known reports of adverse health consequences due to the discordant atg results

Manufacturer narrative:
The customer contacted siemens regional customer support regarding this issue. The cause of the discordant atg results is unknown. The customer is currently running anti-thyroglobulin antibodies testing on the advia centaur analyzer.